Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The sensor was confirmed to have occurred from the device history review. The device was tested via the power up process. The check syringe plunger sensor was found at power up. The issue was caused by the flippers touching the top of ear clip when plunger assembly was pushed all the way in. The left plunger case was replaced and the device passed all functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a syringe sensor error. There were no adverse events reported.